Event description:
The complainant reported that a pt had undergone a therapeutic enteryx procedure on march 2005. During the procedure a total of 6.5 cc's of the enteryx was administered from seven intamuscular injections. In addition, one .3cc submucosal enteryx injection was made. Subsequent to the procedure, the complainant reported experiencing moderate chest pain and fever, and on march 2005 they went to the emergency room (ER) for evaluation, and was admitted to the hospital on that date. The pt was evaluated for right sided plueritic chest pain associated with flank pain, shortness of breath, solid food dysphagia and intermittent nausea and vomiting. The diagnostic evaluations performed on march 2005 showed elevated wbx (13.6), the chest x-ray revealed poor expansion, but no mediastinal air. A CT scan that was also performed, which showed left lower lobe atelectasis, bilateral small pleural effusions and esophageal inflammation versus mass like structure with focal air and fluid in the tight posterial mediastinum (CT impression: mediastinitis), but no pulmonary embolism. A gastrograffin study was negative for any signs of perforation or leakage. The pt was started on IV zosyn. Their wbc count came down, the day after adminision, and the pt remained afebrile until the day of discharge on march 2005. On the day of the pt's discharge the pt was reported to have tolerated a small amount of solid food. The pt was to be followed by gi.